Manufacturer narrative:
(B)(4). Approximate age of device ¿ 0 days.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2017. It was reported that after de-airing of the lvad and discontinuation of cardiopulmonary bypass support, the echocardiogram revealed that there was a very significant amount of air in the ascending aorta. Pump parameters and hemodynamics decreased, and remained low for 15-20 minutes during this episode. The left ventricular apical insertion site was examined for air leakage. The apical site was covered with bioglue after inflow conduit was originally implanted. No leakage was reported. The outflow graft was inspected for air leakage, and none was observed. The surgical field was flooded with normal saline twice, and the air eventually cleared. The patient and lvad parameters stabilized. Postoperatively, the patient experienced neurological dysfunction, including left sided deficits and generalized "twitching." On (B)(6) 2017, the patient was responding "somewhat appropriately" to family members and tracking with eye movements. It was reported that lvad system parameters were stable. On (B)(6) 2017, it was reported that the patient was extubated and was hemodynamically stable, but continued to have residual neurological deficits. The patient was alert to people and sometimes place and time. A head CT performed on an unspecified date showed "no acute changes." The patient had some left leg twitching that had improved, and was "lethargic but alert." Pump parameters were reported to be stable with no vad issues. The patient's surgeon was confident that the patient would make a significant recovery with time, physical therapy and ot. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Neurologic dysfunction is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pump was stopped due to progressive right sided heart failure. Due to her neurologic changes post implant, it was decided that quality of life was poor. Combination of poor quality of life and progressive right sided heart failure therapy was stopped. I want to be clear that she was never actually diagnosed with stroke.